Event description:
I got a freestyle libre 14 days meter for my diabetic blood sugar to check my a1c blood, and it was up to in the high 468 to about 500. Because this free style libre 14 day was defected and a recall on them, feeling bad and concern, I was sick, I have cancer and no pancreas and "part stomach". So I want to be compensated for damage on this freestyle libre 14 day. So if you could contact this company for me for damage, headache, vision problems, and other thing going on because of this testing my sugar a1c. I want to be paid for damages because of defected free style libre 14 day. Write me a letter to (B)(6).